Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment was not reported. It was reported four days after hospitalization, the patient passed away. It was not reported if the patient recovered from the peritonitis event prior to time of death. The cause of death was unknown. Action taken with pd therapy was not reported. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.